Event description:
It was reported the device appeared to have triggered an electrical reset. Also the device presented as being at elective replacement indicator (eri) however the battery voltage was at 2.71 volts. The device was able to be reset and the battery was re-measured to be at 2.71 volts with an estimated longevity of less than 2-10 months. The device had suspected early battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.